Event description:
It was reported that this attempted lead implant was unsuccessful. No values could be measured even after physician made several repositioning attempts. A new lead was implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.